Event description:
Consumer complaint of low blood results. Expected blood glucose test result range is 86 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 23 mg/dl and 23 mg/dl. Verified storage of product is within instructed specification. Test strip lot MFR's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 24mg/dl (B)(6) 2015 07:10am; 25mg/dl (B)(6) 2015 09:45pm; 25mg/dl (B)(6) 2015 10:07am; 26mg/dl (B)(6) 2015 10:05am; 26mg/dl (B)(6) 2015 09:09am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction root cause: foreign material on strip connector (blood like substance). Investigation completed and test strips evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose test result range is 86 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 23 mg/dl and 23 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).